Event description:
Promus premier china registry it was reported that the patient experienced unstable angina and myocardial infarction occurred. In may 2019, the subject presented with unstable angina and was referred for cardiac catheterization. On the same day the index procedure was performed. The target lesion #1 was located in the middle left anterior descending artery (lad) extended up to distal lad with 80% stenosis and was 70 mm long with a reference vessel diameter of 3.0mm. The target lesion #1 was treated with pre-dilatation and placement of a 3.00 mm x 38 mm overlapped with 3.50 mm x 38 mm promus premier china stent systems. Following post dilation, the residual stenosis was noted to be 0%. Five days post procedure, the subject was discharged on ticagrelor and clopidogrel. In september 2022, the subject was diagnosed with unstable angina and was hospitalized for further evaluation and treatment. Medication was given, and coronary angiography was performed to treat the event. The event qualifies as myocardial infarction; however, the cardiac enzymes and other details are not available. Five days later, the event was considered to be recovered/ resolved and on the same day, the subject was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Initial reporter phone: (B)(6).